Event description:
It was reported that balloon rupture occurred. Two sv/6.0-4/4t/90 symmetry balloon catheters were advanced for dilatation. However, during the procedure, both balloons were ruptured. The procedure was completed with different device. There were no patient complications nor injuries reported.